Manufacturer narrative:
(B)(4) fup 1.

Event description:
The customer reported that the companion 2 driver exhibited a "system malfunction" alarm while supporting a patient at the (B)(6). The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. A review of the electronic patient data file revealed three "system malfunction" alarms, confirming the reported issue. Investigation testing revealed that the root cause of two of the three reported "system malfunction" alarms was a malfunction of the manual pressure regulator, which was unable to maintain the required voltage set point value. As a result, airflow into the main tank increased, resulting in "system malfunction" alarms. Syncardia has initiated a corrective action (CAPA) to address and prevent manual pressure regulator failures. The root cause of the third reported "system malfunction" alarm could not be conclusively determined. It is possible that the key switch may have been bumped and moved out of position long enough to result in a "system malfunction" alarm. During investigation testing, this "system malfunction" alarm could be generated only through manipulation of the key switch. After replacement of the manual pressure regulator, the companion 2 driver passed all final performance testing. This failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, the driver continued to perform its life-sustaining functions. There was no change to the pumping of the companion 2 driver, and it continued to provide the expected cardiac output. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient at the (B)(6). The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.